Event description:
It was reported that the elective replacement indicator was triggered and the device had less than four years longevity. It was also reported that the left ventricular (lv) threshold was high and the device was programmed accordingly. The device was removed and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis revealed normal battery depletion and the device meets 80% of expected longevity.